Manufacturer narrative:
(B)(4). Date sent: 10/26/2017. Additional information was requested and the following was obtained: I mean "during the surgical procedure".

Manufacturer narrative:
(B)(4). This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by your event description "during an intervention?" By during an intervention, do you mean "during the surgical procedure?" If not, what is meant by "during an intervention?"

Event description:
It was reported that during an intervention, clips were opened on the vessel. The closure was incomplete and the clips fall in the abdomen. No patient adverse events have been reported.